Manufacturer narrative:
Although no visible pieces were missing, the yaw pulley has been fully detached from the base.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are not missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument had a broken tip. No known impact or patient consequence was reported.